Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day and treated with vancomycin (1gm, next exchanges then every 5th day) and with fortum injection (1gm in next bag then 500mg in each exchange) for peritonitis. The cause of the peritonitis was unknown. The patient was recovering from the peritonitis event. No additional information is available.